Event description:
Customer reported that he was hospitalized for low blood glucose. Troubleshooting performed and it was found that the programming was incorrect. Explain customer the impact of incorrect programming on blood glucose.